Event description:
The user reported poor sound quality with the device therefore the audiologist requested an integrity test. The user is bilateral implanted and has never had good sound quality or speech understanding on the left side, despite monaural rehab. He only gets sound awareness from this device. No accident or trauma have been reported.as per information from (B)(6) 2023, no surgery is planned at this time.

Manufacturer narrative:
Additional information: based on received information, it is assumed that perceived symptoms were most likely due to partial active electrode migration. As per information from (B)(6) 2023, no surgery is planned at this time.

Event description:
The user reported poor sound quality with the device. Further imaging is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.